Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from the primary solution containers to the secondary solution containers. The tubing sets were being used to deliver unspecified solutions on the primary lines via symbiq pumps. At an unspecified time, the secondary tubing sets were connected to the primary tubing sets to deliver unspecified solutions. The primary solution containers were lowered. After unspecified lengths of time in use, after the secondary infusions were completed, it was reported that the secondary solution containers were full. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.